Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device upgrade procedure, the physician noticed a small insulation breach on the lead just proximal to the suture sleeve. Prior to opening the pocket, the lead tested within normal limits. Physician did verbalize the possibility of damaging the lead with a needle or cautery during the procedure. The lead was cut and capped. No patient complications have been reported as a result of this event.